Event description:
It was reported that the customer could not connect the disposable to the versajet.

Manufacturer narrative:
Our investigation into the complaint has now concluded. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. A visual inspection of the complaint device did not identify any issues. Further functional evaluations found the u.I was out of alignment, the cause of this failure was attributed to the pump cartridge vibrating out of the u.I assy but leaving the chamber remaining in the locked position. Following the complaint assessment, the u.I was repositioned and the device performed as expected and passed all functional and safety testing. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.